Event description:
It was reported that increased capture threshold leading to extra-cardiac stimulation was observed on the left ventricular (lv) lead. No intervention was performed. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.